Event description:
Pump recorded that since infusion had started that 98.8 cc's had infused. There were 8 bolus' delivered in 8 attempts. The pump read that the fluid was low. When nurse was replacing the container several hours later, it was found that the IV bag was full. The patient was very uncomfortable during this time and required manual dosing from the anesthesiologist.a new pump replaced the previous pump. The anesthesiologist and obstetrician explained to patient and family member that the original pump had malfunctioned.technical assessment performed by biomed: unfortunately the pump tubing and IV bag was not saved with the pump and the pump's history/memory had been cleared before coming to biomed.when the pump was tested in biomed, the pump functioned according to manufacturer's specifications.